Event description:
Patient to receive oxaliplatin infusion. The 589 volume in bag. Rn set baxter pump for 300 ml/hr for 600 ml of total volume over two (2) hours. One (1) hour later the bag was empty and the infusion pump read one (1) hour remaining on the infusion. The pump did alarm, but did not display an error code. The settings were not preserved. The pump was operating in auto mode on ac. It was programmed for oxaliplatin - set for 300 ml/hr; tv 600 ml/hr. Follow up: the sigma spectrum infusion pump is leased from a third party provider. The third party provider was notified of the occurrence and the clinic rn completed an incident report at the third party's request and submitted the report to them. The sigma spectrum pump was picked up on 4/25/2016. We are awaiting follow up from the third party provider on their findings after inspecting the pump. The tubing used on the pump was retained and is available for inspection by baxter. However, a sales representative will have to pick up the tubing at this facility should they want to review the tubing. The tubing was used for chemotherapy administration.